Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the optic split. The haptic was broken and bent. Unable to evaluate the lens due to lens was returned in pieces. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -10.50 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) -2023 due to low vaulting and the patient experienced double vision and glare at night. The patient was prescribed medication but the symptoms did not improve. The problem was resolved. The cause of the event was patient-related factor and the device did fail to perform as intended.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).